Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery (sfa). The 3.0mm x 40mm wanda balloon catheter was advanced. Inflation was performed twice to 10atms. During the third inflation, the balloon ruptured at 10atms. The device was removed and the procedure was completed with different device. No patient complications were reported and the patient's status is good.this product is only ous approved but it is similar to an approved us device